Manufacturer narrative:
As per the field svc engineer in (B)(4), the unit failed on site before going into the use. The unit was removed from the site for repair. Ac bulk converter (part number 0014-00-0255) was replaced. After a week of run test, pneumatic leak was observed. In addition, the iabp did not charge the batteries upon reconnecting to the mains power, after running the unit for 1.5 hrs on batteries (i.e., the event of iabp running only on batteries and mains supply fails to run the pump or recharge the batteries, reoccurred). The iabp unit was replaced with cardiosave sn: (B)(4). The cardiosave unit (sn: (B)(4)) was sent to (B)(4) repair ctr for eval. Failure investigation report was conducted retrospectively to evaluate the root cause for the event of battery would not charge. Based on the analysis, the iabp was returned without the batteries. No root cause was identified for the iabp for 'the batteries would not hold the charge,' as this symptom was neither observed nor reproducible when the unit was refurbished. After refurbishing, this iabp unit was returned back to svc. (B)(4).

Event description:
During a routine check of the iabp, the comp rep observed that the iabp battery would not charge and the batteries run down when iabp is left on and in standby. No pt was involved.